Event description:
It was reported that a request was made for technical services (ts) to review stored atrial tachy response (atr) episodes for this patient. Upon review, ts found evidence of undersensing, oversensing and possible loss of capture (loc) of this right atrial (ra) lead. Ts considered lead integrity issues and lead dislodgement as possible causes. According to the health care professional (hcp), a recent chest radiograph showed atrial lead in proper position. Ts recommended in person evaluation for this patient. No adverse patient effects were reported. This ra lead remains in service.